Event description:
It was reported by the customer that the plunger would get stuck and not release botox during drawing up and injecting. This resulted in loss of product. No information was received regarding any serious injury as a result of this product issue.

Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer could not provide a lot number allowing for identification of the manufacturer.